Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with transvaginal hysterectomy, cystoscopy, anterior and posterior repair due to pelvic organ prolapse, hypermenorrhea, uterine prolapse, and symptomatic pelvic relaxation. It was reported that the patient underwent cystoscopy, bilateral retrograde pyelograms and fluoroscopy on (B)(6) 2011 for microhematuria. It was reported that the patient underwent repeat cystocele/enterocele repair on (B)(6) 2011, using biodegradeable mesh. It was reported that the patient underwent cystoscopy and vaginoscopy on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2015. No additional information was provided.